Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. Dexcom representative advised the patient to turn off/on sensor and then restart the session. No additional patient or event information is available.